Manufacturer narrative:
Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board. The insulin pump was monitored and functioned properly. The insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case at battery tube side, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer's blood glucose was 120mg/dl at the time of incident. It was reported that power error was recurring after troubleshooting. The insulin pump was returned for analysis.